Event description:
It was reported that one catheter was received with the shipping tube broken in half. The catheter was received in a cardboard triangle box. There were no patient complications reported.

Manufacturer narrative:
One irrigation catheter was received inside two outer boxes. The first outer box appears to be the box the customer is sending the damaged inner triangular box in, which appears to be the box the broken gray catheter tube was shipped to the customer in. The catheter was received in a broken shipping tube. The outer catheter tube was broken at the distal of the IFU shrink wrap, 26cm distal of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the triangular outer box, and it was found that when the catheter tube was placed to one end of the outer box, the break area lined-up with the damage of the outer box. When the catheter was removed from the tube found to be bent at the break site. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.